Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. The usm was analyzed and the errors were confirmed and replicated via a log review. Upon visual inspection, the rolling loop fiber was found to be misaligned, which would be related to the reported event. The usm was then installed and the fiber test had an error found to be failing on the rolling loop fiber. Once testing was completed, the rolling loop fiber assembly was tested and was verified to be the source of the fault.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system powered on with error messages. The messages returned during the procedure while the surgeon was using a stapler. The instruments were safely removed from the patient. The system was restarted but the error messages continued until arm 1 was disabled. The procedure was completed robotically. The surgeon reported that the patient later required a return to surgery due to a complication associated with performing the procedure with only three arms.